Manufacturer narrative:
The reported complaint of "the user observed worn out head restraint and crack on the cover of the autopulse platform (sn (B)(4))" was confirmed during the visual inspection. The probable root cause for the worn out head restraint was due to normal wear and tear of the device. The root cause for the cracked covers were likely attributed to mishandling such as a drop. The autopulse platform was manufactured in 2009 and is 11 years old, well beyond the expected service life of 5 years. Upon visual inspection, noticed crack on the front enclosure at the front end area, multiple cracks at the bottom enclosure screw well area and one of the head restraint wire was heavily frayed, thus confirming the reported complaint. The top cover, front enclosure and the bottom enclosure were replaced to address the physical damage. The autopulse platform failed initial functional testing due to fault code 42 (force overload tripped) displayed during take-up. The motor on for too long during active operation. The load force monitoring circuit detected too much force applied on the load plate(s) check before the initial take-up was performed. Both load cell modules are over-reported (defective) which contributes the ua 42. Both the load cells were replaced to address the fault code 42. The defective load cells were likely attributed to mishandling such as a drop. The observed fault is unrelated to the reported complaint. In addition, unrelated to the reported complaint, noticed minor trace of fluid stain deposited inside the metal layer of the top cover, which resulted in corrosion. The root cause for the corrosion inside the top cover was due to improper maintenance of the device. The last service for this autopulse platform was performed on 2014. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
The user observed worn out head restraint and crack on the cover of the autopulse platform (sn (B)(4)). No patient involvement. During investigation, on (B)(6) 2020, the autopulse platform failed initial functional testing due to fault code 42 (force overload tripped).